Event description:
It was reported that the patient presented to the hospital with dizzy spells. Upon evaluation the ventricular lead exhibited intermittent capture lasting 2 seconds via holter monitor. The lead remained implanted.the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.